Event description:
As reported by a field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the 26mm commander delivery system was inserted into the 14f esheath plus and the operator felt resistance (approx. Halfway in sheath at the sheath shaft). The system would not advance any further and the team felt uncomfortable proceeding. The first delivery system, valve and sheath were removed without issue. A second delivery system, sheath and valve were prepped, and the new valve was implanted without further incidence. There was no tortuosity noted, or vascular disease and very little calcium noted with a minimum luminal diameter of about 8mm. The team felt it was a sheath expansion issue. Per the fcs, there were no abnormalities noted with the first sheath prior to use. The expansion tool was used and the loader was able to be full inserted into the first sheath/sheath housing. A photo was provided for review. Review of the photo confirmed a bent valve strut of the first valve with loss of integrity of the sheath. The device will be returned for further evaluation.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for ''general risk - failure - frame damage'' was confirmed through returned product evaluation and provided imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Product risk assessment is also captured in technical summary which applies to this complaint event. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, prolonging procedure, which did occur during this event. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Evaluation of the returned devices show the sheath was curved, this is indicative of tortuosity present in the access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As reported, there was some degree of calcification present in the access vessel. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. Evaluation of the returned device shows four (4) bent valve struts at the inflow side before and after expansion. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. Based on available information, investigation suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.